Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
After revision surgery in (B)(6) 2010 device broke again.

Event description:
After revision surgery in (B)(6) 2010 device broke again.

Manufacturer narrative:
An event regarding a femoral component condylar fracture involving a duracon stem extender was reported. Medical review did not provide any indication that the reported subject device contributed to the femoral condyle fracture. There is no allegation that the subject device contributed to the reported event. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.